Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified issue occurred. Date of event is an approximation. Of note the receiver got wet because it was soaked in the washing machine. According to the report, the patient was unable to use a display device because the receiver was damaged and was out of warranty. The patient also had transmitter issues that patient thought it was an app issue, so she was unable to check her readings during that time. The patient felt ill for more than 2 days and could barely walk, so her husband drove her to the hospital on 06/13/2024. There, she was treated with tresiba (B)(4) units every morning, 25 or fewer units of novolog before meals and 15 units of fiasp with meals. The patient was discharged on 06/20/2024 and was using a blood glucose meter at the time of the call. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.